Event description:
Patient presented to the physician with the ipg moving in the pocket causing pain. Physician brought the patient into the operating room, re-secured the ipg, and closed.

Event description:
Patient presented back to the physician with continued movement of the ipg within the pocket, causing pain. Physician brought the patient into the or, removed the ipg, created a new pocket beneath the pectoralis major muscle, placed the ipg, re-secured, and closed.